Event description:
According to the reporter, during laparoscopic inguinal totally extraperitoneal surgery, inserting the device required user to push through the facial incision and device hit below the pubic symphysis, which caused bleeding (30cc). Incision was extended by less than an inch. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.